Event description:
It was reported the operation check failed and showed a system failure. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm100 defibrillator indicating that the operation check did not pass, and the system displayed a failure. The device use at the time of the event is unknown. The involvement of the patient or user in the reported issue is not specified in the case. Based on the available details, the evaluation determined that an investigation was required. The device was requested for investigation by philips ecr failure analysis. The customer was provided with a replacement device. Based on the information available, the possible cause of the issue remains unclear. The customer provided an attached log file as evidence of the alleged malfunction, and despite replacing the therapy board, the issue persisted. To further investigate the problem, a new hardware logfile was provided for reference. However, additional information may be required to determine the root cause of the issue. The reported problem and the root cause could not be confirmed because the device is not available for investigation due to a logistical limitation that is preventing the return of the device. Based on the information available, no further action is necessary at this time. Insufficient information is available to support final failure analysis. The device is not available for investigation due to a logistical limitation that is preventing the return of the device. When the limitation has been resolved and the device is returned to philips, the complaint shall be reopened to document further investigation. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. To resolve the issue, we recommend that the customer checks the serial number of the therapy pca that was replaced. They can request a picture of it to confirm its serial number. We also suggest ordering a new processor pca and a new therapy pca simultaneously, replacing the therapy pca with the new one, and checking if the issue is resolved. If the issue persists, we recommend replacing the new processor pca and updating the device with the latest software revision. We advise the customer to follow these steps as soon as possible, and we will continue to monitor the progress of the case. At this time, no further action is required. However, if additional information is received, the complaint file will be reopened for further investigation.